Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the device data identified noise. The patient stated he had felt lightheaded at times prior to the date of the alert. Testing was performed and stable sensing, threshold and impedance measurements were observed in unipolar configuration. No adverse patient effects were reported.